Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during a screw test on the table prior to implant the helix would not advance. The lead was not implanted and a new lead was implanted. No patient complications have been reported as a result of this event.